Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the video-assisted thoracoscopic right upper lobe resection, the thoracoscopy showed that the staples bursts inevitably which lead to poor staples formation and the bearing broke when the device stimulated the fissure of the upper lobe of the right lung. The handle began to click strangely. The staple line was also incomplete distally. The reload bearing, reload box and reload anvil connection fell into the patient¿s cavity but completely retrieved through thoracoscopic removal. Surgery extended for 25 minutes. A new handle and reload were used to complete the procedure. There was no patient injury.